Event description:
During ICD implant and insertion of the ICD lead, the guidewire was advanced too far into the body so that it was completely within the vein. The right groin was prepped and the wire was retrieved using a forceps. Pressure was held manually to the groin following removal of the wire. No hematoma formed.